Manufacturer narrative:
(B)(4). Batch # p56z06. Device evaluation: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60d partially fired cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify what is meant by "the reload did not fire correctly"? As the device was about to fire, the device got stuck as soon as the device started stapling. Did the device deliver any staples? Probably, the device got stuck after firing the charge. If yes, were the staples formed properly? No. If yes, was the staple line complete? No. Did the device cut? That information was not cleared. If yes, was the cut line complete? That information was not confirmed. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? That information was not confirmed. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? By force. If yes, did the jaws eventually open? Yes. Were there any patient consequences? If yes, please describe. No consequences.

Event description:
It was reported that during an unknown procedure, as the device was being used, the reload did not fire correctly, the surgeon tried to use it multiple times.